Event description:
Surgeon called to report his pt sustained a presumed retractor injury. The pt had ligation and division of the left greater saphenous vein with removal of multiple varicose veins from left thigh in 01/2004. A small incision was made and green retractor used. The pt does have some healing but there is still necrotic tissue and the wound is not fully granulized. The pt may need skin grafts. Physician believes this is from retractor pressure as the tissue damage is in the loop pattern of the retractor used.